Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and prime anomaly. The customer¿s blood glucose level was unknown. The customer reported that the buttons were sticky and prime time was slowed down. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify led anomalies and prime/fill anomalies due to no button response. No button error alarm during testing. (B)(4).